Event description:
A non healthcare professional reported following an intraocular lens (iol) implant procedure, the patient suffered from halos and glare around all lights and was unable to drive day or night. The lens was exchanged in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 1 other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).